Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, when the screw was inserted with a driver and a stylet, it became impossible to detach the driver and the stylet. Due to the robust bone quality, the screw and the instruments were removed, and the procedure was completed with replacements with a less than thirty (30)minute surgical delay. The removed stylet was checked and it was discovered that the stylet was bent. The patient was reported as stable after the procedure. Concomitant devices reported: viper prime cfx xtab 7x50mm ti (part number 186770350s, tbunr, quantity 1), insertion instruments: eit (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown screwdriver. This is report 3 of 3 for (B)(4).